Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The treo custom-made device is not marketed in the us, however it is similar to the treo abdominal stent graft system approved for sale in the us in 2020 (p1900015). The treo custom-made related event occurred in belgium.

Event description:
When retrieving the delivery system of the custom main body through the leave behind sheath, the tip of the delivery appeared to have become detached. Inspection under fluoroscopy showed that the tip was lodged at the proximal end of the leave behind sheath. Apparently, the outer diameter of the tip was too large for the diameter of the leave behind sheath. The sheath could be removed together with the tip without any problem and it was replaced by another sheath, after which the intervention was completed without further problems. Patient outcome - "no consequences for the patient."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The treo custom-made device is not marketed in the us, however it is similar to the treo abdominal stent graft system approved for sale in the us in 2020 ((B)(4)). The treo custom-made related event occurred in (B)(6).

Event description:
When retrieving the delivery system of the custom main body through the leave behind sheath, the tip of the delivery appeared to have become detached. Inspection under fluoroscopy showed that the tip was lodged at the proximal end of the leave behind sheath. Apparently, the outer diameter of the tip was too large for the diameter of the leave behind sheath. The sheath could be removed together with the tip without any problem and it was replaced by another sheath, after which the intervention was completed without further problems. Patient outcome - "no consequences for the patient."